Event description:
Patient reported right side "capsular contracture." Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Additionally patient reported healthcare professional diagnosed an infection.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, h.6.

Manufacturer narrative:
The event of capsular contracture baker grade unknown is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Patient reported " capsular contracture". Unknown location of the device. This relates to the right side.